Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had diaphragmatic stimulation (ds) on exertion. Was not able to reprogram the left ventricular lead configuration around ds. Therefore, the patient had lead removed and replaced with another lead. The patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.